Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 40 mg/dl. They treated with food. They forgot to bolus. Their blood glucose went up to 300 mg/dl which they treated with the insulin pump. The declined troubleshooting for the low and high blood glucose. The device will not be returned for analysis.